Event description:
It was reported that, the subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered inappropriate shocks due to tiny r waves and oversensing. The patient was recently implanted with a pacemaker and the sensitivity failed in all three vectors when paced. Subsequently the system was turned off. Furthermore, this electrode was explanted and replaced. No additional adverse patient effects were reported.